Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional thoracic aortic aneurysm (taa). Reportedly, a link break was found after the plunger was removed from the first proglide device. The sutures of two new proglides were successfully pre-placed. The sheath was upsized to greater than 8.5f sheath and the taa was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported link break was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.